Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced an inaccuracy in cgm readings during an extreme low (cgm 228 mg/dl, fingerstick 38 mg/dl). Patient passed out and was given glucagon by her mother. Patient was revived and no medical intervention was required. Patient's mother reported patient's condition as normal at the time of her call to dexcom technical support.